Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6) transmissions. Upon review, far-field oversensing was noted on the atrial channel. The far r was also observed in several ams episodes. Programming changes were discussed. The patient was stable.